Event description:
It was reported by customer that during use the cs100 intra-aortic balloon pump (iabp) shutting down while using backup battery. The device was promptly replaced. No patient was harmed.

Manufacturer narrative:
Due to character limitation of e1(event site name): (B)(6). Due to character limitation of e1(event site phone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.